Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing for post paced t waves were observed. The oversensing is not causing the patient any issues and the physician is not concerned. Programming changes to be made when patient next in clinic in few months.